Manufacturer narrative:
Product analysis # (B)(4): two still images were received for analysis. Images depict a dislodged stent lying on a table alongside a y-connector. Stent deformation could not be confirmed due to the quality of the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, stent deformation occurred in vivo during positioning/advancement. The stent became stuck in the co pilot. The stent entered the copilot under fluoroscopy only as thestent could not be seen out of the catheter. The whole system was then pulled out with the catheter. The stent and copilot were inspected, then the catheter was flushed. The stent was left in the copilot on delivery and never entered the catheter. The device was inspected prior to use and negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the stent dislodged. No force was applied during insertion/advancement of the device. A new copilot and stent was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.